Manufacturer narrative:
Analysis of the implantable neurostimulator s/n (B)(4) found that it was functionally okay with insignificant anomalies.

Event description:
It was reported that the implantable neurostimulator (ins) was no longer working appropriately; the patient lost a tremendous amount of weight. As a result the system was explanted on (B)(6) 2015. The device was not replaced with another one of the manufacturer¿s products. There was no patient death or injury related to this event and it was noted that it was ¿not device related.¿ following device removal the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37092, lot # 227200002, implanted: (B)(6) 2009, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.